Manufacturer narrative:
(B)(4). Method: the returned rt206 adult breathing circuit was pressure tested and submerged in a water bath to test for leaks. Results: the returned adult breathing circuit failed the pressure test. The pressure test result was outside the required specification. Upon submersion in a water bath, a leak was found in the inspiratory water trap. A lot check revealed no other complaints of this nature for lot number 100419. Conclusion: all breathing circuits are pressure tested for leaks during production and those that fail are rejected. This suggests any leak must have developed post production during transport, storage or setup. Our monitoring and trending of events involving water trap leaks in adult breathing circuits has a rate of occurrence of 31 devices per million sold worldwide in the last year to the end of (B)(4) 2011.

Event description:
A hospital in (B)(6) reported via a distributor that an rt206 adult inspiratory-heated breathing circuit leaked during use. No patient consequence was reported.